Event description:
It was reported that the transducer was discovered to be quickly infusing the pressurized normal saline with 1000 units of heparin. Reportedly, 500mls of solution had bolused the patient. It was further reported that the patient was noted to be in pulmonary edema and was treated. Additionally, the hospital reported that the patient was observed for bleeding, and that the patient's blood work was checked.

Manufacturer narrative:
The reported device was not returned for evaluation.